Event description:
The customer reported a motor error alarm. The blood glucose reading was 300 mg/dl. Prior to the event, the customer was rewinding the insulin pump. In troubleshooting, the customer stated that the insulin pump was not exposed to a strong magnetic field or an MRI. The patient was assisted with clearing the alarm. The customer was unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.